Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The representative confirmed water in a humidifier tank had overflow and allegedly enter the air outlet port in the unit; likely water ingress had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There was water ingress around the air outlet port, but the water did not enter inside the device. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue, the outlet flow path and right-side assembly were replaced on the device.